Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller with updating settings and provided information for resetting the pump, which resolved the issue, allowing the customer to continue using the pump. Caller was advised to contact support if the problem recurred and acknowledged the instructions.